Manufacturer narrative:
The root cause of the event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional narratives pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Product evaluation: customer reports of degeneration and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated minimal calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect and 3mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and heavy at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Two 1mm punctures were observed on leaflet 3. Sewing cloth had multiple cuts around the sewing ring. Suture threads remained attached to the sewing ring around the valve near commissure 3. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that this 29mm mitral valve was explanted after an implant duration of 9 years and 2 months due to degeneration leading to stenosis. The patient presented with dyspnea. A 31mm non-edwards valve was implanted in replacement. The patient was noted as to be doing well. Per product evaluation results customer reports of degeneration and stenosis were confirmed through observed calcification and host tissue overgrowth.

Manufacturer narrative:
H10: additional narratives: updated d4 per new information received.